Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was identified that the probe was potentially bent because when the probe was turned the image would show it is moving across the bone medial or lateral depending which way the probe was turned.

Manufacturer narrative:
No parts have been returned for the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while troubleshooting for a different case the representative noticed that passive planar probe were damaged.